Event description:
Placed 4-7-99 x a week later the pt's husband (who is also a physician for his wife) called and said the midline had split down the length to the exit site. He said they removed it themselves.